Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: n/a; implant got "stuck" in keller funnel.

Event description:
Healthcare professional reported through company representative "reporting (2) keller funnels where the implant got stuck". This record is for an accessory and does not have a side. Device did not have contact with the patient.